Event description:
It was reported the insulin pump had a little bit of fog in the screen at the bottom left corner. Troubleshooting was performed. Customer's blood glucose was 4.6mmol/l. Customer's mother reported the device had cosmetic damage as well. The device had a crack on the lower left corner of the screen and it had been there for a long period of time. Customer's mother was advised to discontinue use of the device and revert to back up plan. No further information report.

Manufacturer narrative:
(B)(4). The insulin pump passed the following tests; rewind, basic occlusion, occlusion, prime/a33, excessive no delivery and displacement. The device was received with cracked case at display window corners and battery tube threads. The device was received with minor scratched display window. No traces of moisture were noted at electronic or motor assemblies per visual inspection. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.